Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 communication error and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the b30 communication error and the device not displaying an image was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.